Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced an insert slide clamp alarm, which interrupted delivery. This alarm indicated an issue with the safety slide clamp assembly. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the safety slide clamp. The safety slide clamp was replaced. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).